Event description:
On (B) (6) 2010, a company representative said that on (B) (6) 2009, the pt's doctor reported the pt has seen air bubbles in the insulin cartridge of her infusion device which has resulted in elevated blood glucose readings. While troubleshooting with the pt, she stated she uses room temperature insulin and lubricates the cartridge prior to filling it. She said she fills 3 cartridges at a time and stores 2 in the refrigerator until she uses them. She allows them to reach room temperature prior to use. She was advised not to prefill her cartridges. On follow up with the pt on (B) (6) 2010, she said she notices the air bubbles 24-48 hours after she changes the cartridge. She said, this issue is not lot specific. She changes her cartridge every 8-10 days and was advised to use partial cartridges. She declined. She said her elevated readings have ranged from 300-350 mg/dl and her hba1c has increased from 6.7 to 7.0 in the past 6 months. Her normal range is around 100 mg/dl. Symptoms are feeling "eye symptoms", cold, tired, thirsty, and having a headache. She corrects her readings by priming out any air bubbles and delivering insulin via injection if her readings are over 300 mg/dl. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.